Manufacturer narrative:
Siemens filed the initial MDR 9610806-2020-00059 on 13-nov-2020. Additional information (17-nov-2020): section b7 of the MDR was updated with additional information received on 17-nov-2020. Additional information (18-nov-2020): quality controls (qc) recovered in range at the time of the event. The provided calibration curve was also inconspicuous. The issue was limited to one patient sample. Additional information (10-dec-2020): the affected patient sample was sent to siemens for investigation testing. The sample was rerun twice for albumin, generating correct results of 483 mg/l and 499 mg/l. No sample abnormalities were observed visually. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
A discordant, falsely low albumin result was obtained on a patient cerebrospinal fluid (csf) sample on a bn prospec system using n antiserum to human albumin reagent. The discordant result was not reported to the physician(s), as it did not match the patient's total protein result. The same sample was repeated twice for albumin csf, recovering higher. The repeat results were reported, as the correct results, to the physician(s). Two days later, the same sample was repeated again for albumin csf, recovering higher and confirming the repeat results from two days prior. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low albumin csf result.